Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All edms devices are 100% leak tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was installed but was not draining liquid. According to the report, the patient developed intracranial hypertension. Reportedly, the device had to be replaced and the patient was recuperating.

Manufacturer narrative:
Additional information received reported the liquid was blocked at the patient line. The returned product was not patent. The patient line was found to be occluded. Adhesive was present at the connection. It is unknown how or when the damage occurred. A review of the manufacturing records showed no anomalies. All edms devices are 100% leak tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.